Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: moldy needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard unit from lot number 2235565. Additionally, two photos were provided. Visual inspection discovered black foreign matter on the button and the needle of the unit. The black foreign matter appeared to have a gel texture and was not on the catheter tubing, it was only on the needle inside the catheter. The unit was sent for spectral analysis where the testing concluded that the foreign matter mostly matched with polydimethylsiloxane. The foreign matter is not mold. This foreign matter is a silicone oil that has a wide variety of uses, but it is also a material used for industrial lubrication. This foreign material may have been introduced during packaging or manufacturing as a result of environmental factors, incoming material, or personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. This defect most likely occurred before the placement of the catheter since there was no foreign matter located on the catheter tubing. It was only on the cannula. Since polydimethylsiloxane is used in lubricants, it is possible that this occurred during the cannula lubrication process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: moldy needles.